Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the consumer they started having struggles with getting the recharger to stay connected with the implants. They dropped the recharger but it was still working after this. The day prior it seemed like they could charge their implants, but today they couldn't maintain a connection. During the call the patient did a hard reset of the recharger on and off the dock. The patient was able to connect with both implants, but then the recharger would lose its¿ connection shortly afterwards (they were using the recharging drape). The patient saw no changes in their implants and were redirected to their healthcare provider.

Event description:
Patient reported that the wireless recharger (wr) started randomly having issues connecting with the implant batteries. Patient said that they use the recharging drape and the wr was over the implant but the wr still had issues staying connected to charge the impl ants. Patient said they've had no falls or changes to either implant. Wr was hard reset twice during call but this didn't resolve issue. Since wr was losing connection so much, patient was only able to get into the recharging app to view info on left implant and therapy was on and implant was at 100%. Patient services (pss) let patient know that pss can replace wr for them. Patient also mentioned that one of the implants is at 50% and may call pss back if they are in need of assistance of turning the implantable neurostimulator back on. Pss sent an email to repair to replace the wr. No symptoms were reported. Additional information received from the consumer reported they got the new recharger and could see the three green lights on the recharger battery indicator and the recharger was in the dock. The recharger was taken out of the dock and they could no longer see the green lights. The patient pressed the power button on the recharger to power it on, but it wasn¿t powering on. Later that day they attempted to reset the recharger off the dock, but the lights weren¿t powering on. The recharger was put on the docking station, but no lights came on; it was confirmed the l ight on the docking station was on. The following day they used a new recharger to connect with the implant with the right implant at 50% and therapy on.

Manufacturer narrative:
Section d10 references: product ID: wr9200, serial# (B)(6); and product type: recharger. Product ID: wr9200, serial# (B)(6); and product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: wr9200, and serial/lot #: (B)(6). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.